Event description:
Reportable based on device analysis completed on (B)(6)2023. It was reported that the balloon did not expand, and a tip damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon arrived in the lesion, however it was found that it did not expand after pressure. Also, the tip of the balloon was damaged after withdrawn. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed a pinhole located in the outer lumen approximately 48mm proximal from the proximal balloon sleeve.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was folded which indicates that the balloon was not subjected to positive pressure. No tears were noted in the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a pinhole located in the outer lumen approximately 48mm proximal from the proximal balloon sleeve. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues with the hypotube or shaft polymer extrusion of this device. Microscopic examination of the distal extrusion identified a pinhole in the outer extrusion, approximately 48mm proximal from the proximal balloon sleeve. An examination of the inner/wire lumen at the same location, identified no damages. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.